Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that when the console and power cable was moved there was a thermal event. It was noted that there was an audible noise, visual sparks and smoke, and a burning odor was noticed. It was confirmed that no injuries were incurred by patient or user. The system was unplugged from the outlet at the wall and removed from the room. A sign was place on the system to prevent further use.

Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 9733678, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a slit in the power cord which exposed the electrical wires and there was an electrical arc. There was no patient present when this issue was identified. It was reported that the main cause of the slit was caused due to strain and friction applied on the power cord by stretching over number of years.